Manufacturer narrative:
Initial reporter phone no. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the photograph showed an external fluid leak from the return line luer lock connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as soon as treatment was started with a prismaflex m100 set, an external fluid leakage at the return line connector was observed. It was reported no crack was found. There was no patient injury or medical intervention associated with this event. No additional information is available.